Event description:
Patient on crrt (continuous renal replacement therapy) machine. For reasons unknown machine went into default with "memory error" code. The system had to be restarted. A new machine was primed and used.